Event description:
During the implant procedure, the medtronic catheter passer was used to tunnel the stimulation lead and breached the external jugular vein. Physician made an additional incision in the neck to control the bleeding. Physician noticed a portion of the lead was tunneled in the vein. Physician clamped and ligated the vein above and below where the stimulation lead was tunneled. This resolved the issue.